Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Event description:
It was reported that pump was not commuting with battery; the battery communication timed out. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Device evaluation: one device was received. A visual inspection noted cracked front corners on the top case, a cracked right plunger case and a missing battery. During the functional test, the customer reported problem was unable to be confirmed due to the missing battery but a "battery communication timeout" was found in the event history log. The root cause was unable to be confirmed. The battery was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.